Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective stimulation with the scs system. Reprogramming was unable to resolve the issue. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issue.